Manufacturer narrative:
DHR review: the complaint lot# is 2287454, sku is 383329, assembly in suzhou plant on 2022.nov.9, lot quantity is (B)(4) ea. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: no returned sample was sent back, no picture of the reported defect sample provided. Retain sample analysis: sampling 2 ea from the retain sample of the same lot to check product function, product safety shield activation function is good. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, needle is exposure to air. Possible reasons for this type of failure may including: 1. The assembly status between outer shield and rubber is not good, the rubber is not pressed to the end during assembly. 2. Product safety shield is pulled during manual assembly flow or manual packaging. Thess risk will cause the outer shield drops off before the needle retracted completely. Current manufacture already has control procedures as below to defect and prevent this kind of defect: 1. 100% inspection for the gap between outer and rubber is performed at the last station of assembly. 2. Both in-process and outgoing sampling check will test the separation force between rubber and outer shield. There is no defect sample returned, also no defect sample picture provided, without this, we cannot identify the actual defect feature, cannot determine whether it¿s a poor assembly issue or raw material issue, so the root cause of this case is not clear. Based on the IFU description, hold the puller and keep the component a down can activate needle safety function successfully.

Event description:
Undesirable event: malfunction of the safety system, when removing the needle, it has not entered the plastic part to secure the manipulation - risk of accident of exposure to blood for caregivers. Preserved device: no.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle failed to retract after removing it from the patient. The following information was provided by the initial reporter, translated from france: "undesirable event: malfunction of the safety system, when removing the needle, it has not entered the plastic part to secure the manipulation - risk of accident of exposure to blood for caregivers. Preserved device: no"

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.